Event description:
It was reported the patient's blood glucose level rose to 22 mmol/l (396 mg/dl) while wearing the pod between 25 and 36 hours. The cannula reportedly dislodged from the infusion site (abdomen) and the cannula appeared bent. As treatment, a new pod was applied.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported dislodged and bent cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage, communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.